Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery pins are broken. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin1 was bent, pins 2 and 4 were compressed, and pin 3 was broken.